Manufacturer narrative:
Report source: article titled "kyphoplasty for spinal fractures from multiple myeloma", by jun zou, xin mei, minfeng gan, and huilin yang, md. Device not returned; followed up with author.

Event description:
In an article titled "kyphoplasty for spinal fractures from multiple myeloma", the following events were reported: cement leakage (paravertebral leak) was seen in 2 of 43 vertebral bodies, but was clinically insignificant. No neurological, embolic, or cardiovascular complications were observed at final follow-up. No additional information was reported. Note: this article originated from from (B)(6), however, kyphoplasty products are (B)(6).